Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 33.0 mmol/l at the time of incident. The customer¿s current blood glucose value was 33.0 mmol/l. The customer did not experienced symptoms due to high blood glucose. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleges that insulin pump was under delivering and reservoir was leaking. Troubleshooting was performed. No further patient complications were reported.